Manufacturer narrative:
Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A product labeling review that was conducted did not reveal any anomalies as the instructions for use (IFU) states to avoid the application of excessive stress on the device and forced deployment may result in implant breakage or damage to bony structures. Additionally, the IFU states that the driver should be gently rotated until the distal end has engaged with the implant. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the tip of the driver became sheared off during deployment which was noticed upon removal of the driver. The sheared-off piece of the driver was removed from the patient and as such, no foreign material was left in the patient. The procedure was completed successfully with no reported patient complications.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A product labeling review that was conducted did not reveal any anomalies as the instructions for use (IFU) states to avoid the application of excessive stress on the device and forced deployment may result in implant breakage or damage to bony structures. Additionally, the IFU states that the driver should be gently rotated until the distal end has engaged with the implant. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the tip of the driver became sheared off during deployment which was noticed upon removal of the driver. The s heared-off piece of the driver was removed from the patient and as such, no foreign material was left in the patient. The procedure was completed successfully with no reported patient complications.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device. A product labeling review that was conducted did not reveal any anomalies as the instructions for use (IFU) states to avoid the application of excessive stress on the device and forced deployment may result in implant breakage or damage to bony structures. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the tip of the driver became sheared off during deployment which was noticed upon removal of the driver. The sheared-off piece of the driver was removed from the patient and as such, no foreign material was left in the patient. The procedure was completed successfully with no reported patient complications.